Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was observed to be deflating. The defective trach tubes were reported to be brought in by the respiratory therapist; indicating they had been removed. There was no reported patient harm.

Manufacturer narrative:
One bivona flextend¿ tts¿ tracheostomy tube was returned for analysis in used condition. Wrinkles were found on the cuff with contamination observed on the shaft, cuff and neck strap upon visual inspection. Air was inflated in the cuff with no leaks observed. The trach was leak tested by inflating the cuff and assessing for 10 seconds; no leakage was observed. The unit was then inflated while it was submerged under water; no discrepancies found. The product was then massaged, squeezed and the air line was moved back and forth; no leakage detected. The manufacturing, training and assembly processes were reviewed; no discrepancies. Manufacturing process verification was performed on 32 units; air cuff symmetry was correctly performed. Based on the evidence, there was no found root cause as the complaint was not confirmed.